Manufacturer narrative:
Conclusion not yet available as the investigation is on-going. Attempts are being made to obtain additional information. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported during an ICD implant, the included j wire did not pass easily through the dilator from a 6f sheath. On attempted removal of the wire it fractured, and some internal filar penetrated my glove and my thumb. Cephalic access was scarified, and de novo access using a different sheath and wire was obtained after regloving via subclavian access. No problem was observed with passage of that other dilator over its wire, suggesting that a defect in the dilator or the wire was present. On (B)(6) 2018 additional information was received "(B)(6) 2018- spoke to the physician. He injured himself this morning with the guidewire from an ss6 that got stuck in the dilator, broke and punctured his glove. He wanted to know if the guidewire core was solid or hollow and if it was sterile. Told him the core was solid and sterile, which he was happy to hear."

Manufacturer narrative:
The device was used in treatment. The lot number was not provided for the 6f safesheath, therefore the device history records could not be reviewed. One 6f dilator with 0.038" guidewire was returned from an unknown lot. There were no other accessories. The guidewire was completely passed through the dilator upon receipt. Blood was observed on both components. Upon evaluation of the returned product, it was found that the coiled portion was coming off the proximal end of the guidewire. The guidewire portion protruding from the tip of the dilator showed the coil unraveling, but the tip was still intact. The dilator is dented and disfigured at the tip and the portion of the guidewire protruding from the tip of the dilator is bent at a 45° angle. The kit is supplied with a 0.038" guidewire. The guidewire was removed from the dilator with force. When measured with calipers, it was found that the guidewire was within manufacturing specifications at 0.038". The inner diameter of the dilator tip was measured using a 0.038" pin gauge and was within manufacturing specifications. As stated in the out of service report form from the distributor the end user complained that the guidewire would not pass through vessel dilator. No fluoroscopy was used to visualize. End user then said guidewire had fallen apart and stabbed him. The end user pulled vessel dilator and guidewire from patient vessel. Distributer's sales representative reported when it was retrieved, the tip of guidewire was folded back on tip of vessel dilator effectively locking guidewire in the vessel dilator. Extreme force used to withdraw guide had stripped it from the mandrel. Mandrel then penetrated the end user's glove and thumb. The damage from the guidewire appears to have been caused by the extreme force. Any damage prior to this cannot be determined. The dilator and guidewire were within specifications. No manufacturing defects were found. Per guidewire inspection sheet for 0.038" guidewire, during inspection use specified drawing. Using calipers measure outside diameter, measure overall length using a metric ruler. Using 10x microscope verify both tip and proximal ends are convex and flexible. Body of guidewire should be stiff. Verify that weld at the guidewire tip has no damage or incomplete weld. Rub your fingers over guidewire to check for smooth surface. Per qa procedure adelante introducer sheath in-process and final inspection: visual inspection. A) with naked eye verify the assembled sheath matches the specification. B) with the naked eye, verify sheath is free of kinks, dirt and any other damages. C) ensure parts are free of loose or embedded fm, flash, sinks, etc. Per qa procedure adelante-s introducer dilator in-process and final inspection: carefully insert guidewire (0.038") into proximal (hub) end of dilator all the way through the tip to verify tip clearance and verify there is no foreign material in the dilator. Do not force the guidewire through the dilator. If you encounter resistance, stop, remove the guidewire and contact a supervisor for further instructions. The instructions for use (IFU) informs the end user: dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve members resulting in blood flow through the valve. Never advance or withdraw guide wire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The following information was received from the distributer's sales representative, when pulled from vessel the portion of the guidewire distal to the clot was folded back on the vessel dilator. Guidewire was trapped in tip of vessel dilator, when withdrawal was attempted while guidewire was prolapsed against tip of vessel dilator. Note the portion of the guidewire that is stretched. That portion was in the vessel dilator when withdrawal was attempted. The distal portion of the guidewire is not stretched because it was beyond the tip of vessel dilator clearly disproving the contention that "the guidewire won't go through the vessel dilator." On (B)(6) 2019, the following information was documented from the customer's out of service report, that was returned with the device (note: out of service report lists 8.0 french which is incorrect), the event went as follows: end user complained that the guidewire would not pass through vessel dilator. No fluoroscopy was used to visualize. End user then said guidewire had fallen apart and stabbed him. The end user pulled vessel dilator and guidewire from patient vessel. Distributer's sales representative reported when it was retrieved, the tip of guidewire was folded back on tip of vessel dilator effectively locking guidewire in the vessel dilator. Extreme force used to withdraw guide had stripped it from the mandrel. Mandrel then penetrated the end user's glove and thumb.